Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not responding to on/off button presses. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. This fault was attributed to corrosion on the contact area of the on/off button. The corrosion observed on the screws, underneath the on/off button dome and membrane pcba contact pads along with the discoloration of the membrane pcba would indicate the device had been stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not responding to on/off button presses. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.